Manufacturer narrative:
(B)(4). Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Device alarmed pump error alarm (variable 3) during self test and confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly.

Event description:
The customer reported via phone call that they were getting lost signal alerts overnight despite the transmitter and the insulin pump being very close to one another. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. The customer stated that they were forced to disable the cgms feature on the insulin pump but were never able to get the transmitter to connect to the insulin pump upon enabling the feature. The customer then removed the sensor. The customer stated that they were constantly experiencing connectivity issues between the insulin pump and the transmitter. The customer stated that the alerts were occurring so frequently that it was interrupting the sleep. The customer then turned the sensor off and had erratic blood glucose without the sensor or auto mode protection. It either wanted a calibration or wanted to enter a blood glucose, or more often it had lost sensor signal and wanted to move the transmitter closer to the insulin pump. The customer woke up in a pool of sweat. The customer wake up with numbers over 200 mg/dl, sometimes over 300 mg/dl. The customer then turn the sensor back on and it would not. The insulin pump will be returned for analysis.